Event description:
During a gastrointestinal examination, the physician used a cook acusnare polypectomy snare. It was reported "[that]" there was poor power supply of the handle during use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation:a product evaluation was performed only by the photos provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows the front of the pouch, and the lot number matches that in the report. The second photo shows the back of the pouch and the device, the device is in the coiled position and the snare is retracted.the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.investigation conclusion:our evaluation of the photos provided did not confirm the report. Additionally, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined.one possible cause of this report is use with an incompatible active cord. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)."the instructions for use contain the following information to assist with proper set-up and use of the device:"before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure.""inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord.""with the electrosurgical unit off, prepare the equipment. Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and the electrosurgical unit. Following the instructions from electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit.""following the electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode."prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.corrective action:based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.